Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag (cmag) console rpms dropped to 0 rpm with low flow when the cmag motor was manipulated. The issues was repeatable. The console, motor and flow probe returned for investigation. Manufacturer report number of console: 3003306248-2020-06200. Manufacturer report number of flow probe: 3003306248-2020-06541.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor speed dropping to 0 rpm when manipulating the motor cable was confirmed via evaluation of the returned centrimag motor (serial number: (B)(6)), as the reported event was reproduced during testing. The returned motor was functionally tested with the returned centrimag console and flow probe. The reported event was reproduced when the motor¿s cable was manipulated by hand. The unit was scrapped due to the damaged motor cable. A log file was downloaded from the returned centrimag console. The log file contained approximately 17 days of data ((B)(6) 2020 per the timestamp). On (B)(6) 2020, occurring once at 20:28 and twice at 21:16, a f3: flow below minimum alarm activated prior to a m5: set pump speed not reached alarm activating. The alarms activated due to the motor speed dropping to 0 rpm. The flow reading was also 0 lpm during these events. All alarms were muted and cleared within approximately 1 minute of activation. The pump was stopped on (B)(6) 2020 at 23:20 due to user request. The system was not observed to be in patient use for the remainder of the log file. Due to the motor¿s cable appearing unremarkable, the root cause of the reported event appeared to be wire fatigue within the motor¿s cable. However, the root cause of the wire fatigue was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the records revealed that the centrimag motor was manufactured in accordance with manufacturing and qa specifications. The centrimag motor was shipped to the customer on 07dec2007. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including alarms related to the system stopping, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not have an adverse event associated with the failure, the perfusionist switched out the console and drive.